Manufacturer narrative:
Additional information provided: b.4, d.4, d.10, d.11, g.3 & g.5. Correction; h.6. (Patient code). The customer¿s report of high pressure fluid free flow and the pressure pushing the plunger out of the syringe while set was clamped was not confirmed. The set sample was inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted no damage or any anomalies. Visual inspection under magnification observed no concentricity issue. The tubing was measured to be within its specification(s). Fluid flowed through the set and exited the male luer end. No issue was observed. The fluid flow ceased as expected and no issue was observed. Fluid filled lab syringe was then connected to the second smartsite port (directly above the applied roller clamp). There was still no fluid flow and no observation of the syringe plunger being pushed out of the syringe. No issue was observed. The root cause was not identified.

Event description:
It was reported that the oncology infusion lab nurses have reported that when they attach a dilaudid syringe to the primary tubing set port above the roller clamp and open the roller clamp, that the normal saline free flows so fast that the nurses are unable to administer the IV push dilaudid. When the nurses turn the roller clamp down, the normal saline continues to flow at an unspecified rate and the pressure pushes the plunger out of the syringe. This causes the dilaudid and normal saline to leak from the back end of the syringe even though the roller clamp was closed. It was confirmed during follow up, that there was no patient harm as a result of this event.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided. Product model#, lot#, expiration and manufacture dates requested but not provided.

Event description:
It was reported that the oncology infusion lab rn's have reported that when they attach a dilaudid syringe to the primary tubing set port above the roller clamp and open the roller clamp, that the normal saline free flows so fast that the rn's are unable to administer the IV push dilaudid. When the rn's turn the roller clamp down, the normal saline continues to flow at an unspecified rate and the pressure pushes the plunger out of the syringe. This causes the dilaudid and normal saline to leak from the back end of the syringe even though the roller clamp was closed.